Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 559mg/dl. It was stated that the customer was experiencing nausea and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the fixed prime and the insulin did exit. Performed a high pressure test and passed. Advised the customer to switch the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.